Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed. The time, date, and programming were correct. Reviewed the alarm history and the alarms were confirmed. It was stated that the infusion set was changed several times and the alarms continued. It was stated that the customer woke up feeling sick and bolused. The glucose reading was 15.5mmol/l, and the customer did a correction, but there was not registered in the bolus history. The customer went back to sleep and woke up due to the alarms. Then the customer did a rewind/prime and the insulin did exit. The customer was reconnected to the insulin pump and continued alarming no delivery. Advised the mother that a tubing clamp will be sent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.